Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap unknown procedure, the jaws were damaged out of the patient and became not to open/close. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.